Event description:
It was reported that the user experienced recurrent high blood glucose to low blood glucose events while using the ilet integrated with a dexcom g7 sensor, with the user perceiving that the system delivered excessive corrective insulin and noting increased supply utilization. Customer care provided support and assistance that included troubleshooting with review of recent device data and education, as well as assignment for additional training. Investigation of this case revealed multiple lows temporally associated with corrective insulin and a pattern of nocturnal low blood glucose. Symptoms included hypoglycemia with urgent low and low-glucose alerts. Outcomes included user-initiated oral glucose intake for treatment. It was concluded that hypoglycemia occurred with unclear cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.